Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient thought the frequency was a little too strong but they had scheduled a meeting to adjust. The patient stated the steps taken to resolve the inability to adjust was that the patient's control on their receiver was locked so they called and they were able to unlock it. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they went to adjust the frequency of the implant today but could not. Patient went to their menu to see if they could change it but their stimulation was turned off and the stim on/off button would not turn stimulation back on. Pt stated 'it' was going from .2 to .4, then to 6. Patient said when they went back to the menu, MRI mode was on which was not on there before. (Agent had a difficult time understanding the issue and following along with the pt- agent understood stimulation was off and pt could not adjust stimulation). Agent walked patient through turning stimulation back on. Patient mentioned they had switched from group a to b and when they pushed the number up it was going by 2 like 1.6, 1.8, and they usually don't go higher than 1.3. The pt was able to adjust settings. Agent also assisted pt with correcting the date and time on controller. Pt stated they may need to be seen by a manufacturer representative (rep) again because the frequency needs to be turned down; 'it' is still a little bit strong. The troubleshooting steps taken on the call resolved the reported issue. The pt was directed to hcp to further address possible reprogramming.

Manufacturer narrative:
H6 coding updated: fdp (c50499 removed, c50683 added) and ime codes (e2401 removed, e2103 added). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.